Manufacturer narrative:
(B)(4). A manufacturing record review was performed for the finished device batch mab866, xzw1820 and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo of the product has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the label of the suture shows 8/0 but technical information for product is reported to be 9.0. There was no patient involvement reported. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the device had labeling issues. There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, an unopened sample of product code w1820 with a description of suture needle 8-0 could be observed. However, this code is for a 9-0 suture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.